Event description:
It was reported that the patient, implanted in 2000, was re-implanted on (B)(6) 2014. As per additional information received, in situ measurements showed that the device had malfunctioned, however, the patient was still having access to sound with the device.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.